Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the device will come on and then goes off. I kept plugged in for several hours and then tried to use monitor and it will not stay on. Out of box failure. There was no known impact or consequence to patient.